Manufacturer narrative:
This lead was surgically abandoned and will not be returned.

Event description:
It was reported that this lead dislodged during the implant and exhibited high pacing thresholds as well as oversensing. The lead was surgically abandoned and will not be returned. No adverse patient effects were reported.